Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the controller (B)(6) and four (4) batteries (B)(6) were not returned for evaluation. Review of the controller log files revealed a controller power-up with associated pump start event logged on 15-jan-2023 at 10:10:55. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 10% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed an active adapter was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 10 seconds. Review of the alarm log file revealed five (5) critical battery alarms logged since 14-jan-2023 involving the batteries (B)(6) , due to the battery depleting below 10% relative state of charge (rsoc). As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported critical battery alarm can be attributed to the patient allowing the battery to deplete below 10% rsoc. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional product: (B)(6) ¿ battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 (B)(6) ¿ battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 (B)(6) ¿ battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 (B)(6) ¿ battery h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a unexpected power loss along with several critical battery alarms. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ICD: dvpa2d4, implant date: (B)(6) 2023, lead: 6947m62, implant date: (B)(6) 2023, additional product: brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: (B)(6) 2019, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 18-dec-2018, labeled for single use: no, patient ime code(s): e2403, imf code(s): f26, img code(s): g02002, FDA device code(s): a0705, FDA method code(s): b21, FDA results code(s): c21, FDA conclusion code(s): d16; brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2023, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 22-jun-2022, labeled for single use: no, patient ime code(s): e2403, imf code(s): f26, img code(s): g02002, FDA device code(s): a0705, FDA method code(s): b21, FDA results code(s): c21, FDA conclusion code(s): d16; brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 31-dec-2019, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 26-dec-2018, labeled for single use: no, patient ime code(s): e2403, imf code(s): f26, img code(s): g02002, FDA device code(s): a0705, FDA method code(s): b21, FDA results code(s): c21, FDA conclusion code(s): d16; brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2023, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 22-jun-2022, labeled for single use: no, patient ime code(s): e2403, imf code(s): f26, img code(s): g02002, FDA device code(s): a0705, FDA method code(s): b21, FDA results code(s): c21, FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.